Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to functional issue.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not communicate with belt) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. Swapped receptacle for known good one, unit ran and passed setup and detect and treat multiple times with no problems. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged monitor.